Event description:
This is one of 16 patients reported by the gyn physicians on june 1, 2009 with complications r/t gynecare prolift surgical mesh in 2008. This particular instance was a posterior prolift, vaginal vault suspension. Readmitted for revision of posterior lift secondary to need for anchoring stitch repair. In the remaining 15 aforementioned events, there were complications with both the anterior and posterior surgical mesh from gynecare prolift. Complications included: surgical mesh eversion with development of rectocele; mesh extrusion in the mid posterior vaginal wall with urgency and frequency and nocturia x 3; infected prolift mesh vesci covaginal fistula, left ureteral injury, uti; posterior vaginal mesh erosion; prolapsinf cystocele/revision of tvt/mesh exposure; previous anterior prolift and developed dyspareunia/llq pain/lesion at the anterior vaginal apex; postop hematoma and bladder laceration; vaginal bleeding, anemia and rectovaginal hematoma, gi bleeding requiring revision of posterior prolift due to midline mesh exposure; postop rectovaginal hematoma and vaginal bleeding with a 1-2 mm fistula between the vagina and distal rectum; revision of posterior prolift due to contracture of the right arm causing a lack of flexibility and dyspareunia; recurrence of prolapse symptoms and high cystocele and enterocele; contracture of the left arm of the posterior prolift with some point tenderness; and finally a posterior defect in the lower third of the vagina. Both the anterior and posterior prolift surgical mesh was used among these patients. Dates of use:2006 - 2008. Diagnosis or reason for use: #1 posterior prolift, vaginal vault suspension. #2 posterior and anterior prolifts.